Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial knee arthroplasty and subsequently the patient was revised due to bleeding in the knee. There is no additional information at this time.